Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 2000 ohms, and the patient was experiencing phrenic nerve stimulation. Technical services (ts) recommended troubleshooting options. The patient was brought into clinic, and the lv lead was reprogrammed, subsequently no phrenic nerve stimulation was noted. This lead remains in service. No additional adverse patient effects were reported.